Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stimulation. During a call regarding MRI compatibility, it was reported that "it hasn't worked in years" but the caller did not have specifics around the statement. Technical services reviewed for clarification regarding ins being depleted/off versus therapy not providing benefit, but no further information was provided. No troubleshooting was performed at the time of this call, because the product was not present. Later that day, the patient called requiring assistance using her patient programmer to confirm that therapy was off. Patient services reviewed patient programmer use. The patient was able to sync successfully and confirmed that she saw the stim off icon. Patient services recommended bringing the patient programmer to the patient's MRI appointment. No patient harm, symptoms, or further complications were reported.